Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. Correction information provided in d.4. The product was not returned for analysis. Only photo was returned. Two photos returned, the returned photos show an iol (intra ocular lens) outside of the device. There is a dark mark/line running from the center of the optic to the optic edge. Based on our observation of the attached photo, there appears to be a mark/line on the optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the iol pusher incorrectly positioned the lens in the narrow part of the cartridge, causing the pusher to come into contact with the optical part of the lens and damaging the optics. The damaged iol was explanted and replaced with a similar one that was available and there was no patient harm.